Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with a 475cc mentor smooth round moderate profile saline breast prosthesis on the right side, suffered right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On february 17, 2021, mentor received additional information indicating that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. In addition, it was also reported that the patient had undergone replacement with non-mentor implants. Manufacturer¿s reference number: (B)(4).